Manufacturer narrative:
The device has been lost in transit and has not been returned for evaluation to date and no photographic evidence was provided. When the device is returned, an evaluation will be performed, and the complaint file will be updated. Additionally, no photographic evidence of the additional incision required to remove the broken piece was provided. The manufacturing documents from the device history record and lot history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the aes-90sn was used in a knee arthroscopy on (B)(6) 2020. The metal tip of the probe detached during the procedure. The tip was retrieved, however an additional incision had to be made to retrieve the tip. The procedure was completed as planned with a delay. The time of delay was not reported. This report is being raised as patient injury, due to an additional incision having to be made.